Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0211206482, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID: 309328, lot# 0211444148, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID: 3531, serial# unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative clarifying that this event occurred with one external neurostimulator and two leads. It was unknown if there were any patient symptoms. Lead with lot number 0211206482 was on the left and lead with lot number 0211444148 was on the right. The leads were explanted. The patient was not implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# unknown, product type: implantable neurostimulator. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient developed a super infection of the test electrode and also stated as just electrodes. It was unknown if there were any external contributing factors. It was unknown if any diagnostics/troubleshooting was performed. It was unknown if any interventions or actions were taken to resolve the issue. The event resolved on (B)(6) 2016. The patient was alive with no injury. No further complications were reported or anticipated. Reference manufacturer report # 3007566237-2019-00680.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that surgical intervention occurred.